Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer's blood glucose level. Before calling, the customer resolved the issue by adding more insulin; however, the issue recurred, leading to the customer changing the infusion set and cartridge. They resumed insulin delivery successfully after these actions.